Event description:
Reporter states that the inform ii meter produced a flare when a test strip was inserted. The area around the flare is now burnt. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).